Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that ten ecr60b cartridge reloads were received unfired and inside their sterile package. The returned reload (a) was loaded into a test ec60a device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information requested but unavailable: how many reloads were used that reportedly had the issue?

Event description:
It was reported that at the end of a laparoscopic roux-en-y procedure, the surgeon noticed open goal post staples lying on tissue, however the staplelines all appeared to be intact upon inspection by surgeon. There were no patient consequences reported. Used reloads were discarded but 9 sterile reloads of same lot are being sent for analysis per request of surgeon.